Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the end tip was lose, got melted and broke off and was found in the shaft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the end tip was lose, got melted and broke off and was found in the shaft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: a4; changed kgs to lbs. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the end tip was lose, got melted and broke off and was found in the shaft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on 06/20/2020. An investigation was conducted on 07/06/2020. Signs of clinical use and slight evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be completely flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The tip of the device was observed to be slightly bent at the top of the shaft closest to the base of the jaws. The black sheath of the shaft at the tip was observed to be exposing the metal portion closest to the base of the jaws. The black sheath was also observed to be melted as well. There was no visual defects on the clear silicone insulation on both the cold and hot jaws. Based on the returned condition of the device, the reported failures "peeled;jaw" was not confirmed but was confirmed for the reported failure "melted" as well as for the analyzed failure "material twisted/ bent wire" and "material twisted/bent shaft".